Event description:
Lead management case to extract leads due to cied system infection and occult gram-positive bacteria. While attempting to extract the durata rv lead (impl. (B)(6)) with a 16fr sls ii, the patient's blood pressure dropped. A sternotomy was performed revealing a tear in the svc/innominate vessel. During the repair the patient was placed on hlm; however 15 minutes into the repair the patient developed dic, hyperfibrinolysis, sepsis and abdominal malperfusion. The patient did not survive the intervention.